Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced excess bleeding when tunneling. Physician cauterized the bleed and re-tunneled the lead. This resolved the issue.